Event description:
Pt reported obtaining back-to-back blood glucose results of 385 mg/dl, while using the suspect device. Based on the elevated results, patient sought treatment at her physician's office. Two hours after obtaining the results of 385 mg/dl, patient's blood glucose reportedly measured 100 mg/dl, on physician's blood glucose monitor. No treatment was received. Quality control testing had not been performed on the suspect device. Technical support requested the return of the suspect product and replacement product was shipped.